Event description:
Initial result for a pt potassium was 2.7 meq/l. When repeated, the result was 4.7 meq/l. The incorrect result was not used to guide therapy. The field service representative found a clot in the mix tower and repaired the instrument by cleaning the mix tower.